Manufacturer narrative:
(B)(4). The reported condition of a battery depleted set alarm was confirmed during product evaluation. The root cause was identified as depleted main batteries. The main batteries and battery harness were replaced to correct the reported condition. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump with a damaged battery alarm. Upon review of the event history log, baxter technician found a battery depleted set alarm to have interrupted delivery. It is unknown when this condition occurred. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.63.92.

Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).